Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5067640.

Event description:
It was reported to boston scientific corporation that a sling was implanted on (B)(6) 2008. According to the complainant, after the procedure, she experienced complications. She had chronic fatigue, fever, chills, weight gains, headaches, cramps, stomach pain, and very bad odor in urine. She also had shortness of breath, choking, difficulty swallowing, tingling in fingers, and muscle pain throughout the body. The complainant's chest was swollen. She had been taking antibiotics in the last two years.